Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was fired during a laparoscopic sigmoidectomy, the device was removed from the patient and the anvil was unwound from the handle. The technician noticed the anvil ring which is normally seated on the underside of the handle was hanging from the anvil balanced on the proximal donut. There was no patient injury.